Event description:
It was reported that the unit would not show that it was empty in both cylinders and there is a piece hanging in tank as well. There was bioburden left after a clean cycle due to the account not running the soaks regularly. The event did not occur during surgery. There was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record identified the following related repair: the technician confirmed that the unit was showing empty cylinder levels. The plastic tubing was stuck to level sensor float was removed. The unit was tested to verify proper operation and returned to service. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.